Event description:
Additional information was received. It was reported that the patient had gone into withdrawal and had been hospitalized. The patient generally felt "very sick". It was noted that his pump had not been used since 2009. Also, it was stated that there was no problem with the catheter. It was later reported that the pump had been explanted. Refer to manufacturer report #3007566237-2011-07329. After further review, the event in the aforementioned report was found to be a duplicate of this file. In that file, it was reported that the patient had increased blood pressure as a symptom.

Event description:
A critical pump alarm was heard on (B) (6) 2009 and the patient experienced increased pain, nausea, vomiting, light headedness and was pale. The patient's wife gave him "ms ir" x2 and zofran; the patient was starting to feel better. The pump was interrogated and the event logs showed a motor stall without recovery. A single bolus of medication was attempted, but the pump would accept the bolus; the pump was in a "hard stall". It was noted that the patient wanted to have the pump explanted. The medications being delivered via the device system were clonidine and morphine sulfate.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4) final analysis of the pump found corrosion, wear, and moisture throughout the gear-train.